Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, and elevated metal ion levels. Update ad 9 oct 2018. (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implants records. In addition to what were previously alleged, ppf alleges infection. Cup has been added to the complaint. Product and lot numbers updated. Added law firm. Updated patient initials. Doi: (B)(6) 2009; dor: none reported; left hip. The patient has bilateral hip implant, please see (B)(4) for the right hip.